Manufacturer narrative:
Lumenis investigated the reported event by contacting the initial reporter to obtain further information. Despite reasonable attempts, one (1) by phone and three (3) by email, no additional information was provided other than the initial report. A review of historical product complaints shows that the same malfunction of intra-operative shutter failure has not led to serious injury in the past. By design the shutter position sensors are checked in standby and ready before the footswitch switch is depressed. If both sensors are blocked or unblocked, the error will appear and the laser will disable lasing until the error is corrected. A lumenis technical expert identified the fault to be the "shutter solenoid and blade broken". A replacement shutter assembly was shipped overnight, and the following day the shutter assembly was replaced, and the system was restored to operation. Since this malfunction led to a cancelled procedure, lumenis believes this represents a reportable event. Lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, thus lumenis is reporting this malfunction.

Event description:
A foreign user facility reported that during a laser procedure in which a lumenis versapulse powersuite 20w was being utilized, the system displayed shutter failure errors 201/204 during the case, disabling the laser. The remainder of the procedure was cancelled. No report of patient injury was received, and no report was received that the malfunction caused or contributed to any change in the patient status.